Event description:
Report rec'd of a pt who experienced hypotension while the device was in use. The event occurred "several months ago and specific info is not available at this time." The pump was programmed to infuse an unspecified analgesic at unspecified settings. The pt became hypotensive. One dose of narcan was administered as a prophylactic measure and pt controlled analgesia was discontinued. The pt's blood pressure returned to baseline after the infusion was discontinued and no adverse sequelae were reported. Upon review of the event by the customer risk management department. "It was discovered that the pt's family was dosing the pt; the pt was not making the pt controlled analgesia requests. The pt family would press the bolus cord for delivery whenever the pt moaned, even during sleep." The risk manager reports that they have reviewed their policy, and now they recommend that if the pt family is dosing the pt , that the pump be discontinued. No additional info was available.